Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the pediatric patient experienced a skin reaction that consisted of redness, inflammation, pimples, pustules and an infection at the sensor patch adhesive. The patient was feeling sick and had a headache. The parent took the child to the hospital a and e (a and e presumed to mean accident and emergency department). An oral antibiotic (penicillin 5 ml, 4 times per day) was prescribed, and the patient was released. At the time of the report, the child was feeling fine. No additional patient or event information is available.